Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patients spouse reported that the patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient felt very ill, loopy, and vomited. She experienced a fall. The spouse called emergency medical services (ems). Upon arrival, the cgm was reading 85 mg/dl and the blood glucose reading was 60 mg/dl. The patient was treated liquid glucose by ems and taken to a hospital. There was no documentation of further medical evaluation or intervention. The patient was reportedly discharged (B)(6) 2024. At the time of the call, the patient was in good condition. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.